Manufacturer narrative:
Concomitant product(s): product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and company representative regarding a patient receiving intrathecal lioresal 2000mcg/ml; 527.3mcg/day via an implanted pump. The therapy was ongoing and the indication for use was intractable spasticity and traumatic brain injury (tbi), lost effect of spinal cord injury. The patient had lost weight and when the patient sat, the pump was at an angle, and when the patient would lie down, it flattened out. The patient had no symptoms. It was suspected that the pump was flipped as there were refill difficulties noted as not able to access the port. An x-ray was performed of lateral view and ap view on (B)(6) 2015 and results were the pump was flipped. The pump was surgically corrected; it was repositioned and refilled on (B)(6) 2015. Medication the patient was taking at the time of the event included keppra 2000 po bid and ritalin 10 mg po bid. Medical history was traumatic brain injury (tbi) 2012. Therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.